Manufacturer narrative:
Pump: model - 72400098, lot sn - (B)(4), mfg date - 07/03/2018, exp date - 07/02/2023, gtin- (B)(4). Balloon: model - 72400024, lot sn - (B)(4), mfg date - 05/11/2018, exp date - 05/10/2023, gtin- (B)(4). Device not returned for evaluation.

Event description:
It was reported that due to a device malfunction after activation the patient will have his artificial urinary sphincter (aus) removed and replaced on a later date. It was explained that the patient is from (B)(6) and traveled to (B)(6) to have his aus implanted. The device was working properly at the time of the implant surgery. The patient then had his aus activated in (B)(6) and later came back to (B)(6) and discussed with the physician that he was still incontinent. The physician found that the device failed the urethral coaptation test was not able to complete a cycle required to achieve continence. This has caused "great anxiety" and disappointment for the patient. The physician requested approval for a device replacement under warranty. The replacement surgery will take place in (B)(6).